Event description:
Sheath was being utilized to deliver a asd closure device. During the latter part of the deployment process, after advancement of the 2nd portion of delivery, great resistance was felt and the legs would not open. After manipulation the arms was opened, but were not satisfactory seated. Noted the marker band was on the release cable not allowing the delivery system to deploy the closure device. Aborted case and placed a 14 french sheath to get everything out.